Event description:
It was reported that the tps micro driver ran in reverse when in the forward position during a procedure. The procedure was completed with another device. There was no user or pt injury, medical intervention, or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.